Event description:
After a daily cleaning procedure (dcp), toxoplasma (toxom) qc results were out of range. Based on the information provided there was no incorrect patient results associated with this complaint.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse checked the system and replaced the 3-way bleach valves. The customer will prime the system before running samples and after daily cleaning to ensure a proper rinse. Additionally, the customer will run siemens toxom controls in parallel with biorad qc. A field correction was implemented. No further evaluation of the device is necessary. The instrument is performing within specifications.